Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a blacked-out monitor (no image) during a tueb therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.